Event description:
Boston scientific received information that this pacemaker was pacing at the maximum sensor rate (msr) while this patient was sleeping in recovery following a cataract procedure. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the device strips and discussed the clinical observations with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.